Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what is the current status of the patient? Did the patient require blood products due to the bleeding? Did the procedure have to be converted to open? A 12x10 cm clot. They were irrigated. No active bleeding was present. Does not believe harmonic was factor. Given 2 units of blood and discharged next day. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the exact surgical procedure? What anatomical structures was the harmonic used on in the procedure? Was there bleeding intra-op, post-op, or both? If so where was it and how was it addressed? What was the timeline of events leading up to, including discovering the bleeding, and how it was resolved? What was the source of the bleeding in the second procedure and was it at a sight were harmonic was used? What was the pre and post operative coagulation therapy? What is the patient¿s current patient status? What is the surgeon¿s experience with the device? What were the power settings on the generator when the device was used? Was advanced hemostasis used? Did any alert screens present on the generator? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported post-operative after a bariatric procedure the patient had some bleeding. The surgeon was not sure that the issue was caused by the harmonic. Pressure was applied and evicel was used to control the bleeding on the mesentery.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2020. Additional information was requested and the following was obtained: what was the exact surgical procedure? Laparoscopic sleeve gastrectomy on (B)(6) 2020. What anatomical structures was the harmonic used on in the procedure? Taking down the greater curvature of the stomach, including short gastrics. Was there bleeding intra-op, post-op, or both? If so where was it and how was it addressed? Small amount of bleeding near the splenic hilum, but not especially active. Surgiflo had been opened by the nursing team, so this was used near the splenic hilum. What was the timeline of events leading up to, including discovering the bleeding, and how it was resolved? The patient developed significant tachycardia and hypotension 18 hours postoperatively. He initially responded to fluids, but was persistently hypotensive and tachycardic. With a drop in h/h, the decision was made to take him back to the or. What was the source of the bleeding in the second procedure and was it at a sight were harmonic was used? The large hematoma was seen spanning the area between the splenic hilum, behind the sleeve and to the cut edge of the previously divided greater curve attachments, extending to the distal aspect of the sleeve staple line. No obvious source of bleeding was identified. It did not appear to be coming from the staple line, though. There was suspicion that bleeding came from the cut edge of omentum, but no active bleeding was seen for comfirmation. The hematoma was evacuated, the entire area was irrigated, and hemostasis was felt to be achieved. We sprayed evicel along the sleeve staple line, cut edge of omentum, and near the splenic hilum. What was the pre and post operative coagulation therapy? Heparin 5000 units pre-op. Patient had not yet received post-op anticoagulation. What is the patient¿s current patient status? Discharged and doing well. What is the surgeon¿s experience with the device? Extensive. What were the power settings on the generator when the device was used? 3. Was advanced hemostasis used? Yes, but only up near the short gastrics. Most commonly we used the "min" setting. Did any alert screens present on the generator? No.